Event description:
It was reported that the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. Blood/body fluid was observed on the distal and proximal conductors (not obstructed). The inner insulation and tubing was kinked/buckled and the outer insulation was breached/cut. There was blood in/on the helix mechanism and the lead was stretched and flexed.